Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a routine interrogation of the implantable cardiac defibrillator (ICD) there was a loss of capture at the highest output. Physician determined that this may be caused by possible scar tissue formation and not a lead dislodgement. The device and lead remain in use. No patient complications have been reported as a result of this event.